Event description:
After MRI noted to have fluid on the ground, upon inspection found a hole in the MRI safe IV tubing extension set. Extension was removed, IV moved back to original baxter IV pump and no further issues noted. No harm to patient from potential under infusion of amiodarone.